Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient had their shunt placed in (B)(6) and set at 1.5 at implantation. According to the report, the patient had a magnetic resonance imaging (MRI) done and had the valve checked in the clinic. They were unable to adjust the valve at that time and seemed to be set at 2.0 or 2.5. Reportedly, the patient came to another clinic at the hospital and a surgeon tried to adjust the valve with a manual checker but no luck. They used the stratavarius checker and it read 1.5. It was stated x-rays were done, but they were not ideal and couldn't confirm the setting. The surgeon had not observed any changes with the patient. Additional information received reported that the clinic tried to get a good x-ray to verify the setting but was unable to take a clear image. The patient was in the clinic again on (B)(6) 2017. They confirmed the valve was set to 1.5 with the stratavarius tools, but the manual adjustment tools showed it to be set a 2.5. It was noted that they also tested both tools with a demo valve, and they were accurate and matched. The patient didn't have any negative symptoms as a result, and also they had a CT done, and the radiologist said it read clear. They decided to try again to get a clear x-ray but were unable to after 5 attempts. The clinic hasn't tried to adjust the valve as if they did, they wouldn't be sure what tools were correct. The m2 magnet was available, however, they decided to hold off on using it. The patient has had multiple MRI's and surgeries which were unrelated to the vp shunt.